Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to (B)(4) laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: no exactly information of the infusion setting was reported. Only following statement was told: "in summary the stated total infused on the pump differed from what was missing from the bag."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was not provided for an examination and root cause analysis in our service laboratory in melsungen. For this case only the device history was available. The device history of the reported day of occurrence (B)(6) 2020 was detailed analyzed. A space line neutrapur was inserted into the device at 12:57 pm. The drug "red cells" was selected from the drug library. A new vtbi (150ml) and infusion time (3 hours) were set. The device calculated a flow rate of 50 ml/h. The infusion started at 12:57 pm and stopped about 5 minutes later. (Black cells have incorrect values!). A new vtbi (192ml) was then set. The infusion continues again at 01:10 pm. A "flow alarm" occurred at 04:11 pm. The actual infused volume was 160,37ml. The alarm was confirmed within 4 seconds and the infusion has been re-started. The alarm occurred then another three times, with the same result. At 04:42 pm the infusion was started for the last time. The infusion stopped with the message "vtbi done" at 05:01 pm. The complaint could not be confirmed. During the analysis of the device history no abnormalities could be found. During the device a flow deviation could not be detected.